Event description:
Boston scientific received information that a systematic infection not caused by this device was suspected and appeared to start affecting the pocket area. A pocket revision was performed and there was the potential start of erosion near the pocket edges but hadn't eroded yet. The pocket was opened and cleaned and the leads remain connected to the device which was re-implanted subpectoral with a tyrex pouch. During the procedure, the device was programmed to asynchronous mode (voo) during the use of electrocautery. The device was reprogrammed back to ddd mode. The right ventricular (rv) lead was in bipolar configuration; however the atrial lead was in unipolar configuration and pacing impedance measurements were greater than 2500 ohms before they realized that reprogramming had occurred. Reprogramming was performed after the case and normal measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No other adverse patient effects were reported. This product issue will be re-evaluated if additional details are received.